Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 1 month.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented with an elevated lactate dehydrogenase (ldh) which slowly trended up to 2400 u/l. On (B)(6) 2017, ldh was 2100 u/l. The patient was experiencing dark urine. Inr was therapeutic at 2.9. The patient was started on heparin and bicarbonate infusion. System controller history interrogation revealed some low flows and a low speed advisory on (B)(6) 2017. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power and a decrease in average pi over time. The low speed advisory looks like it may have happened during a power change out. The patient received a pump exchange on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient was recovering and doing well at this time. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms and a low speed advisory was confirmed based upon the submitted system controller log file. A specific cause for the reported hemolysis cannot be determined. The submitted log file contained approximately 47 days of data, spanning from (B)(6) 2017 at 8:50 to (B)(6) 2017 at 21:32, and captured a low speed advisory on (B)(6) 2017. The low speed advisory appeared to have occurred in conjunction with a power source change, as the patient switched from battery power to the power module around the time of the alarm. In addition, consecutive low flow alarms were flagged on (B)(6) 2017. This type of alarm is triggered when the estimated flow is calculated to be below 2.5 lpm. Furthermore, two elevations in pump power/estimated flow occurred on (B)(6) 2017. These elevations were unsustained and power/flow returned to the baseline range. A specific cause for the change in pump parameters could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.